Manufacturer narrative:
Complaint statement (B)(4): a date of the event could not be obtained from the customer. Received 2rk 454322/b200735b for evaluation. Received customer pictures. No further information or clarification was received from the customer on "variances in the amount of anticoagulant". We have no further inventory of the material/batch. A check of quality, production, and maintenance records revealed no deviations in relation to the reported error. Samples were tested, according to gbo standard testing procedures, with regards to correct assembly, filling level, draw volume and additive according to iso 6710 'single use containers for venous blood specimen collection' and clsi gp39-a6 regulations for 'evacuated tubes and additives for blood specimen collection'. Tubes were verified to be correctly assembled. Both standards specify the draw volume to be within +/- 10% range of the nominal fill volume. No visual deviation in fill volume, sporadic low or high fill, could be observed in the tested samples. All tubes tested filled within the +/-10% tolerance range. Additive content was found to be within specification in all tested samples. The complaint could not be duplicated.

Event description:
Customer states their emergency department claims tubes are underfilling. Laboratory manager states the lab phlebotomists have no underfilling issues, but have seen tubes with variances in the amount of anticoagulant in the tube. This facility is approximately 5000 ft in elevation and has been using 454323 (high altitude) tube until product went on backorder. 454322 was then substituted and ER began having underfilling issues.